Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted within the distal common bile duct of a patient, as part of an independent safety review study. According to the complainant, per study protocol, the stent was placed to alleviate symptoms from a malignant distal biliary obstruction, during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2009. On (B)(6) 2010, the patient was admitted to the geriatric ward of the hospital with elevated bilirubin levels (124) and jaundice. The patient's general condition was too weak to undergo another endoscopic retrograde cholangiopancreatography procedure. According to study protocol, the event was classified as "stent failure". As no re-intervention was performed due to the patient's weak condition, an exact failure could not be confirmed, but it was reported that the event could possibly be attributed to tumor progression or a new tumor. It was later reported that the patient passed away on (B)(6) 2010. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted within the distal common bile duct of a patient, as part of (B)(6) study. According to the complainant, per study protocol, the stent was placed to alleviate symptoms from a malignant distal biliary obstruction, during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2009. On (B)(6), 2010, the patient was admitted to the geriatric ward of the hospital with elevated bilirubin levels (124) and jaundice. The patient's general condition was too weak to undergo another endoscopic retrograde cholangiopancreatography procedure. According to study protocol, the event was classified as stent failure. As no re-intervention was performed due to the patient's weak condition, an exact failure could not be confirmed, but it was reported that the event could possibly be attributed to tumor progression or a new tumor. It was later reported that the patient passed away on (B)(6), 2010. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. ***since (B)(6), 2011, the following information was reported to boston scientific *** as previously stated, the patient developed acute jaundice while hospitalized in the geratric ward. Her general condition was too poor to allow for a repeat intervention; therefore observation was the only measure undertaken, as the patient was expected to pass away. An autopsy was not performed, so the physician was unable to rule out stent implication; however, the physician attributed the patient's death to the progression of cancer.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.